Manufacturer narrative:
Additional information was received that patient underwent an explant procedure due to the need for MRI.

Event description:
A report was received that the patient developed some neurological condition which had something to do with cerebrospinal fluid leakage. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 18015004/17953689 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed some neurological condition which had something to do with cerebrospinal fluid leakage. The patient underwent an explant procedure.